Event description:
The customer reported that the carescape telemetry server was experiencing intermittent drop out for an unk number of rooms. Pts were not all affected at the same time, however, the customer reported that drop outs were 5-10 minutes long. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.